Manufacturer narrative:
The customer reported problem was not confirmed. Infusion products global customer support operations. A review of the device history record showed the device had a manufacture date of 28aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 110.6020 on their 8015 sn: (B)(4). Case resolution: informed customer this is most likely due to the keypad. Provided keypad part number. Recommended sending in for warranty repair. Customer will seek direction from management. Ended call. Ref: (B)(4).